Event description:
It was reported that there was particulate matter in the tubing of the proximal injection site of a continu-flo solution set. This was noted during patient infusion of paclitaxel. The patient had received dexamethasone, benadryl and zantac as premedication using a syringe pump. The reporter stated that ¿dexamethasone was connected above the pump using a y-lock cannula. Then benadryl and zantac were given at medium speed with [the syringe pump]. The medication was administered with [the syringe pump] through the proximal injection site.¿ after infusion of the premedication, a baxter paclitaxel set was connected to the device at the proximal injection site using a y-lock cannula and the infusion of paclitaxel began. The reporter stated that it was during this infusion of paclitaxel when the particulate matter was observed. It was reported that the infusion was immediately stopped and the set was disconnected from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device arrived spiked into a non-baxter 500ml bag without a secondary set. Visual inspection on the device showed no obvious defects. Microscopic inspection verified the presence of a particle in the bottom y-site, approximately 3.18mm. Fourier transform infrared spectroscopy scanning identified the particle to be silicone rubber. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical product - the syringe pump being used was reported to be either a bard 300xl or excelsior sp 60. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.